Manufacturer narrative:
Manufacturer's investigation conclusion a specific cause for the reported infection, cardiac arrhythmia, and death could not be conclusively determined through this evaluation. The account indicated that the device would not be returned for evaluation. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 lvas patient handbook, rev. C, are currently available. Section 1 of the IFU, ¿introduction¿, lists infection, cardiac arrhythmia, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists infection as a potential late postimplant complication. Additionally, the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient expired. Additional information revealed that before death the patient had suspected superinfection. The patient was found acute arrhythmia unresponsive with acute arrhythmia and apnea. The patient had been do not resuscitate/do not intubate dnr/dni. The death was not considered to be device related and the device reportedly operated as expected.